Event description:
A healthcare professional reported rupture on the left side. The device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified and one extended opening and red particles material was found on the shell/gel. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -one sharp opening in the side posterior assessed as unidentified (tear) opening.

Event description:
A healthcare professional reported rupture on the left side. The device has been explanted.

Event description:
A healthcare professional reported rupture on the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.